Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was also observed that the device would no longer power on. Physio-control determined that the cause of the reported failure was due to an electrically shorted diode, designator cr24 on the analog pcb assembly. The shorted diode depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.